Event description:
A surgeon reported that near the end of the laser assisted cataract surgery, the surgeon noted under the microscope that the superior arcuate incision was open on the epithelial surface. When the surgeon applied pressure on the anterior chamber, a very small amount of leakage was noted at the center of the incision. The surgeon reported that after reducing the pressure, no more leakage was noted. Nevertheless, the surgeon chose to place one suture centrally, as a precaution. The procedure was completed with no further issues. No additional information is expected.

Manufacturer narrative:
Evaluation summary: the customer reported that the arcuate did not appear to be leaking after reducing pressure to proper level, but the surgeon chose to place one 10-0 nylon suture centrally on the arcuate, as a safety measure. Arcuate incisions on the following case did not leak. Per the information received, the surgeon did not think that the laser system contributed to the event. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).